Manufacturer narrative:
H1: corrected type of reportable event to malfunction.

Manufacturer narrative:
H6- updated results code 2 for engineering evaluation. No device problem was found.

Manufacturer narrative:
H.6. Conclusions code 1: code 4315 - the engineering evaluation was performed on the gore® excluder® iliac branch endoprosthesis. The device was returned with the guide wire passing through the catheter of the device. The through wire used in the procedure to cannulate through the internal iliac gate of the device had been removed and was not returned. The evaluation determined that no damage was noted on the returned device that would cause advancement difficulties, and a kink was found on the guide wire that was returned with the device. The returned device was able to pass completely over the returned guide wire with some resistance where the guide wire was kinked. The physician¿s observations for advancement difficulties over the guide wires and through the sheath could not be confirmed with the currently available information, and the cause for the difficulties advancing the device could not be determined with the currently available information.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. Results pending completion of engineering evaluation.

Event description:
On (B)(6) 2020 this patient underwent endovascular treatment of a right common iliac aneurysm using a gore® excluder® iliac branch endoprosthesis. It was reported that the gore® excluder® iliac branch endoprosthesis was very difficult to advance over the guide wires and through the sheath. The device eventually did not advance further in the sheath and became stuck on one of the guide wires. The gore® excluder® iliac branch endoprosthesis and guide wire were removed. Another gore® excluder® iliac branch endoprosthesis was used to complete the procedure. There were no further reported issues. The patient tolerated the procedure.